Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of the event. The navlock was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned probe had a bent tip and impact marks at the back end causing fit issues with any mating tracker. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tip and the probe were defective.